Manufacturer narrative:
Actual pt. Weight: (B)(6) kg. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis, which was manifested by cloudy dialysate. The cause of the peritonitis was not reported. The patient was hospitalized for two other indications and while hospitalized the patient developed and was diagnosed with peritonitis. The patient was treated with intraperitoneal vancomycin (2.5 g, discontinued 15 days after initiation, frequency not reported) for the peritonitis. Dianeal therapy was ongoing. The patient outcome of the peritonitis event was not reported. The patient was discharged home ¿after a period of rehabilitation¿, (83 days after hospital admission). Seventeen days later the patient presented to the hospital and readmitted themselves due to not feeling well. The same day pd therapy was discontinued. Two days later, the patient was admitted to the intensive care unit. Treatment during hospitalization was not reported. One week after hospital admission, the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.